Event description:
No sample or picture were available for analysis. Without the proper sample or picture evaluation it is not possible to determine the definitive root cause of the reported failure. The customer complaint cannot be confirmed. The probable root cause of the misloaded cassette error alarm could be related to 1) missing set ID bit markings (gold foil), 2) a leak in the admin set, 3) a defective admin set. The current process controls detection includes 1) post sterilization sampling final inspection, 2) the first piece inspection will be performed to the first final assembled kit manufactured per shift . This kit will be submitted to visual inspection as per the classification of defects included in this specification and as per the applicable drawing, 3) 100% visual inspection is performed in manufacturing line, 4) 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode.

Event description:
The following has been reported: the nurse was hanging chemo as a primary. As the cassette was placed, the pump notified that there was a cassette loading error. The on-screen directive suggested trying another pump. The same thing happened with the second pump. The chemo was returned to the pharmacy and reprimed with another tubing. The problem persisted. Eventually, the chemo was primed with a tubing from the infusion center and then the infusion proceeded without issue. There was no patient harm to any of the three patients today. This did increase the length of the patient's stays, however, and the unit closed two hours later than usual. Customer confirmed that all cassettes were locked in place using the lever. A preliminary review of the logs identified the following issue: clogged admin set. An active infusion was unknown. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.